Event description:
The customer stated they found loose pads in the new vial of ichem velocity chemistry strips. The lot number the customer was using is p/n: 800-7212 lot#: 7212046a, expiration: 11/17/2015. There were no erroneous pt results generated or reported out of the lab.

Manufacturer narrative:
Customer technical support (cts) sent the customer a replacement lot of strips. Under corrective and preventive action program this issue is being investigated and actions are being implemented. Upon analyzing the key processes, enhancement actions pertaining to manufacturing/supply chain process parameters and qc test methods are being initiated and implemented. (B)(4).